Manufacturer narrative:
The device date of manufacture was changed from 08/01/2010 to 03/01/2009.

Manufacturer narrative:
The field service engineer (fse) evaluated the instrument on 01/22/2016. The fse found that the tubing at port 8 of the blood sampling valve (bsv) was disconnected. The fse replaced the tubing, which repaired the leak. The repairs were verified by the fse. (B)(4).

Event description:
The customer reported a leak from the red blood cell (rbc) bath of the coulter lh 750 hematology analyzer. The volume of the leak was not specified and was contained within the instrument. The customer was wearing personal protective equipment (ppe) consisting of laboratory coat and gloves at the time of the event. There was no report of injury or biohazard exposure to open wounds or mucous membranes. Erroneous patient results were not generated and there was no change or affect to patient treatment in connection to the event.